Manufacturer narrative:
Based on the claim against the product by the customer noting inverted movement, an investigation is in progress to determine the cause of this reported event. They had a spare 30 degree endoscope which was recommended by the tse to swap to, which they would use to continue with the surgery. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the endoscope image showed movement of the arms as inverted. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, after rotating the 30 degree endoscope (part# 470057-05 / serial# sf2002176) the movement of the arms was inverted. The issue occurred on all the arms. The surgeon stated that the camera was not rotating but the video rotates, and the movement was not adjusted to the new view. Before calling in, they already reseated the endoscope and restarted the system, but the issue persisted. Intuitive surgical, inc. (Isi) technical support engineer (tse) requested the surgeon to try to rotate the endoscope by hand and he found that it was very hard to rotate the endoscope and it was making a strange noise. The customer had a spare 30 degree endoscope which was recommended by the tse to swap to, which the customer would use to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.